Event description:
It was reported during the implant procedure that when the hvb coil was being placed into the hvb port, "pushback" was felt, or a "piston effect on the lead in the port". The lead was pulled from the port and the setscrew was unscrewed to bleed air from the header. When attempting to connect again, the same thing happened. The device was not used and is being returned for analysis. Leads "kept popping back out". The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection revealed damage to the grommets.